Event description:
It was reported that during implant procedure, this electrode showed a shock impedance of 225 ohms, which is high out of range. The electrode was then repositioned and the shock impedance decreased to 135 ohms. A defibrillation threshold (dft) test was performed with 80 joules and the shock impedance was 127, which is still within normal range. The physician decided to keep the system as is due to the shock impedance being within range and the pocket was closed afterwards. The electrode remains in service. No adverse patient effects were reported.